Event description:
Additional information received from a manufacturing representative indicated that the health care provider identified the cause of infection as patient's habitual scratching during the healing process secondary to the ins replacement procedure on (B)(6) 2015. The surgical site incision never had a chance to fully heal. It was noted the healing period was still ongoing. The health care provider was intended to reimplant full system upon a clean bill of health specific to infection.

Event description:
Additional information received from a consumer reported that the patient had first started experiencing the staph infection in (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection that began in the implantable neurostimulator (ins) pocket and then migrated to the leads and extensions. Symptoms included redness, puffiness, and discomfort. The source and type of infection were unknown. A physical examination of all incision sites and a systemic examination of the patient were done. The entire system was explanted and the issue was not resolved. The patient's indication for use is dystonia and movement disorders. The cause of the infection and the outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had a staph infection.